Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. It was reported that sorc found the liquid adhesion to the contact inside the video connector. Device history record was reviewed and found there was no abnormality regarding the connector. Since the subject device was not returned, the exact cause could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was occurred due to any of the following possible causes. The contact part inside the connector became corroded because foreign matter such as dust, dirt, and chemical residue was adhered to the connector. When the user connected the scope connector to the output connector of the subject device, excessive stress was applied to the output connector, causing a defective output connector.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the screen showed noise. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated and there was a light guide connection detection function error due to the scope connector failure of the subject device failure. Other detailed information was not provided. There was no report of patient injury associated with the event.